Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned and the reported leak was unable to be confirmed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that a cause for the leak could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that fluid was leaking between the handle and the gray hub of the supera stent delivery system during device preparation. There was no patient involvement. Another supera was used to complete the procedure without further incident. No additional information was provided.